Event description:
Plastic broke off on the blade (where it would go into the pts mouth). Happened during disinfection, possibly, but did not happen for sure during an intubation.

Manufacturer narrative:
The device was returned, there was a missing piece by the lens. The failure was confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.